Event description:
It was reported that the patient presented remotely via merlin.net with the right ventricular lead exhibiting low pacing impedance measurements. The were no interventions or adverse patient consequences reported.